Event description:
The customer's boyfriend stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 320 mg/dl. It was stated that the doctor wanted the basal rates changed to a higher amount. The boyfriend stated that the hospitalization was due to the customer being a very brittle diabetic. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.